Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing fell apart right below the drip chamber during flushing post chemo infusion. No patient or clinician harm was reported.